Manufacturer narrative:
Cytopathology, volume 29, issue s1, p:26-135; 6/2018. C. Scacchi, l. Chiapparini, e. Bresaola, g. Renne, and c. Casadio with the european institute of oncology of milan, italy. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Seroma: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
In cytopathology, volume 29, issue s1, p:26-135; 6/2018. Reported a patient diagnosed with bi-alcl. Manufacturer of the device is unknown. Patient, "underwent a right mastectomy for invasive ductal carcinoma, [...] With simultaneous breast implant," and later developed a late seroma. "Cytological examination of monolayer prepared slides and cell block sections revealed the occurrence of monotonous, large, isolated tumor cells of lymphoid appearance, with irregularly shaped nuclei and single or multiple nucleoli. Icc showed diffuse positivity for cd30 and cd4 and negativity for cd8 and alk. Histological examination of the excised capsule confirmed the diagnosis.¿